Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Leaving tampon cotton still inserted [foreign body in reproductive tract]. Tampons come apart [device breakage]. When removing...tampons come apart [complication of device removal]. Case description: consumer reported via social media that tampons come apart during removal. No serious injury reported.